Event description:
This hospital reported that an a5153 power adapter was drawn toward the MRI magnet while being transported into the magnet room. The technician deflected this adpater before it was drawn into the MRI bore, but suffered a minor hand injury in the process.